Event description:
It was reported by dealer that the casters bearings are making a clicking sound, and falling apart on the tdxsp-cg power chair. No other information provided, dealer no longer on the phone.